Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of the bd plastipack¿ syringe was broken and damaged during use, once the damaged part was inside the barrel. This defective part was pointed and could have caused accident in the professional (nurse). No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: an image was received, and it is possible to observe plunger rod damaged. DHR review: due the lack of batch information it was not possible verify the batch records and the manufacturing date. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: it not possible evaluate due the lack of batch information. Maintenance review: it not possible evaluate due the lack of batch information. Conclusion: the photo provided by the customer was verified and it was possible observe plunger rod damaged. However due the lack of batch information it was not possible perform the DHR evaluation, quality notification and maintenance analysis thus it not possible confirm the root cause to the occurrence. Investigation conclusion: due the lack of batch information it was not possible perform the DHR evaluation, quality notification and maintenance analysis thus it not possible confirm the root cause to the occurrence. The defect identified from this complaint will be monitored for trend evaluation.